Event description:
Alleged event: the doctor found that the clip cannot be closed during use. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). One (1) single clip of catalog number 544240 hemolok l clips (B)(4) was received used, not original packaging, lot # was not confirmed. During visual inspection it was observed that the clip received is opened (clip was observed in good condition: no damage). Functional inspection: one hem-o-lok clip was placed manually on applier p/n 544180, batch # 06l0915814; the clip loaded properly/correctly into the clip applier, no quality issues were found. Closure test was performed and the clip closed properly/ correctly. No quality issues were found and the reported defect could not be duplicated with the clip received. Sample received did not confirm the defect reported by the customer "not closing" during visual inspection. A functional inspection was performed with remaining clip, the device worked properly. Therefore, a corrective action is not required at this time. In addition, one only clip was received for evaluation. However, we will continue monitor trending of similar complaints.

Event description:
Alleged event: the doctor found that the clip cannot be closed during use. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok clips 6/cart 84/box, lot #73d1400710 investigation did not show issues related to the complaint. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.